Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The infusion set fell off from the patient's skin after one day of use. This occurred with 10 infusion sets from the same package.